Event description:
As a result of getting incorrect readings from use of the monitor, rptr who is a diabetic, had heart failure in 1/93 and was hospitalized for 10 days, a portion of that time being in intensive care. His blood sugar level was 400 and the monitor was saying it was 135-150. Normal is 100-150. The hosp lab verified the erroneous reading. Prior to the heart failure, rptr was controlling the diabetes with diet and glucotrol tablets. Now he is on insulin. He was only on cataract medication prior to heart failure. Rptr stated he had 4-5 monitors since 1991 and he just wasn't feeling right. Whenever he visited the dr, he was told his blood sugar was high but the dr never asked to check the monitor.